Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was exhibiting unexpected longevity, nearing elective replacement indicator (eri) sooner than expected. The patient will be monitored monthly via remote transmission and will be seen in office every three months. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Products: 5866 lead adaptor 2010 (B)(6); 4195 (x2) implantable pacing lead 2010 (B)(6); 4076 implantable pacing lead 2010 (B)(6); 4076 implantable pacing lead 2010 (B)(6). (B)(4).